Event description:
It was reported that rigid video telescope had stripes on screen. The event occurred during procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the r-unit had been broken, and therefore the image had been the outer tube (thermistor) had been broken, and therefore error 104 had occurred, the lg bundle of the insertion section had been broken, and therefore light transmission had not been provided or had been too low. Based on the results of the investigation, it is likely the following led to the malfunction caused due to r-unit broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.